Event description:
Originally reported to idtf, patient self-tester reports protime microcoagulation system inr 1.8 vs unspecified lab system inr 4.3. Patient instructed to skip one coumadin dosage. One week earlier, protime inr 1.6 vs lab inr 2.8. Patient therapeutic range 2.5-3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.